Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a atrophy issue in urethra and possible small leak the patient had his artificial urinary sphincter (aus) removed and replaced. It is unknown which component had the fluid leak. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient is healing after his surgery. Should additional information be received, a supplemental report will be submitted.